Event description:
It was reported that the patient experienced a loss of tremor control a few months ago. Stimulation was increased slightly and the patient saw good symptom control until two days ago. The patient woke to find her tremor was "worse than before the surgery." The patient programmer displayed a message indicating it needed to sync with the implantable neurostimulator (ins), but the patient was unable to get the patient programmer to sync. The patient changed the batteries in the programmer, but was still unable to sync. When the patient met with their physician a few days later, it was found that the ins was off. It was noted that the patient never turned the stimulation off and the patient did not use the patient programmer before experiencing the loss of therapeutic effect. The programmer displayed an error message at the physician's office, but the error was cleared by removing the batteries for 5 minutes. It was subsequently noted that the patient underwent an allergy test and was found to not be allergic to any material found in the lead. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product type: extension. Product ID: 3389s-40, lot# v533559, implanted: (B)(6) 2010, explanted: na, product type: lead. Product ID: 3389s-40, lot# v530284, implanted: (B)(6) 2010, explanted: na, product type: lead. (B)(4).